Manufacturer narrative:
(B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: from the verbatim, the probable root cause for blood leaking from the injection port could be due to valve issue. CAPA# (B)(4) has been initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned.

Event description:
It was reported that 4 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: customer called to say they have had 4 incidents this week of fluid and blood flooding out of the injection port - product 393229, lot 0206926.